Manufacturer narrative:
Revision surgery due to progression of the disease. Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "revision surgery at 5.5 years post-op for progression of disease ". A tornier aequalis resurfacing head component was removed. Revision surgery date (B)(6) 2016. Primary surgery (B)(6) 2010. Patient ID: (B)(6).